Manufacturer narrative:
Date received by manufacturer: 18nov2019. Date of report: 19nov2019. The motor controller board has not been replaced. However, the service technician recommended that the motor controller and power supply be replaced to address the reported issue. The service technician also noted that the failure appeared to be caused by a liquid lea from the capacitor, as the liquid adhered to the power supply. The unit was returned to the customer unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4 20apr2020. B4: 14may2020. The customer service technician confirmed that liquid leaked from the capacitor mounted on the mc board. The liquid then adhered to the power supply. The motor controller board and power supply were replaced. The issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 04oct2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The technician replaced the motor controller (mc) board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul2019.

Event description:
It was reported that the on/off light emitting diode (led) indicator failed to illuminate when the device is connected to ac power. It was also reported that the unit declared a "running on internal battery" messaged after start up. There was no patient involvement.